Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) in relation to bardex® i.c. Female length, 2-way foley catheter, no french size specified. And informed that in their opinion the IFU did not provide sufficient information about the product previously mentioned and its medical application because of expiration date error, illegible information, inaccurate information, unclear information, missing information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) in relation to bardex® i.c. Female length, 2-way foley catheter, no french size specified. And informed that in their opinion the IFU did not provide sufficient information about the product previously mentioned and its medical application because of expiration date error, illegible information, inaccurate information, unclear information, missing information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.